Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to verify unresponsive keypad, perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump¿s home screen did not appear on the display after being exposed to moisture. Customer stated the display was not blank less than 30 seconds and did not return. The customer reported that keypad of the insulin pump was not responding at all. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.